Event description:
The hcp reported that a confirmed motor stall occurred with no motor stall recovery noted in the pump event logs. The pump was updated. No recovery was noted afterward in the pump logs. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).